Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI), and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial resection procedure for an enucleation of brain tumor while the patient was under anesthesia, after accessing registration, navigation system unexpectedly shut down without any prompt from user. While shutting down, the system became unresponsive. System was shut down manually by long pressing the power button. System was rebooted and the site proceeded with case. The procedure was completed with the use of navigation. There was a delay of 30 minutes. No impact on patient outcome.